Event description:
On (B)(6): customer reports during an undetermined urology procedure, the system fluoro failed. Physician did have rad imaging capabilities, so procedure was completed using rad imaging and endoscopy. Customer provided no pt info other than to state the procedure was completed and the pt is fine. No reported injury.

Manufacturer narrative:
Covidien technical support determined the issue could be in the generator. Advised biomed to open generator. Biomed found that the fluoro inhibit had been disabled which will stop fluoro from working. Tech support had him check the generator side for all other signals that could be missing to cause the issue or indicate the problem. Biomed power cycled the infimed platinum one and gim and the system is now performing fluoro and fully functional.